Event description:
Company rep reported lap-band tubing "broke". It was first noticed when the pt felt like the lap-band "was not there" after a port fill. Healthcare professional added the pt experienced "pain" due to the lap-band tubing "breaking." The device remained implanted.

Manufacturer narrative:
Taper unk. The device remains implanted. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Pain is surgically/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the product and pt details has been requested. No additional info is available at this time.